Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown b.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd cadd leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we experienced this issue with a leak on one of the cadds we received this past week

Manufacturer narrative:
Pr 8324729 ¿ follow up MDR for device evaluation a photo was received and analyzed by our quality team. The photo verifies the leak described by customer but without further evidence like a sample or the device material/ lot used- the root cause of this failure cannot be determined. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative

Event description:
No additional information